Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive toxoplasma g result is unknown. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A false positive advia centaur toxoplasma g result was obtained on a pt sample. The customer performed repeat testing twice on the same pt sample and the results were negative. The negative result was reported out. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive toxoplasma g result.